Event description:
It was reported that revision surgery was done to remove construct due to pallent pain. Surgeon reported significant irritation related to the construct. The patient successfully fused (tlif). Surgeon reported that the system performed as intended. Rep believes original surgery date was approx 2 years ago.

Manufacturer narrative:
This report will be amended when our investigation is complete. Our case number is: (B)(4).